Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009-, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving intrathecal baclofen 2000mcg/ml at 700mcg/day via an implantable infusion pump for intractable spasticity. On the evening of (B)(6) 2016, the patient began to experience increased spasms as well as severe pruritus. The patient contacted the physician and was admitted to the hospital. The representative was called on (B)(6) 2016 to assist with a catheter dye study. During the dye study, the physician was unable to aspirate the catheter. Surgical revision occurred on (B)(6) 2016, and upon opening the spinal incision, the surgeon noted that the spinal segment of the catheter (distal to the connector) "had broken" and the spinal segment was not visualized or collected. A new spinal segment was placed. The issue was resolved at the time of the report. Patient status at the time of the report was alive with no injury. Additional information was received from the manufacturing representative that the cause for the broken catheter was not determined. It was just noted as broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.